Event description:
Physician went to use the stapler on the patient. Product would not fire last load and was giving an error noise. Another provider tried to see if the product was docked wrong on the da vinci robot. It was not. Patient was not affected by malfunctioning product. Or staff got a new stapler and the case continued.